Manufacturer narrative:
Additional information: g3, h3, h6. Complaint allegation is not confirmed. One unpackaged ar-6480 arthroscopy pump serial number: (B)(6) was received for investigation. The returned device was visually inspected, and no problems were noted with the device. The returned device was assembled with known good ar-6411 and ar-6421 main pump tubing and was tested and evaluated under normal conditions to see if the failure could be reproduced. The pump was connected to the power and turned on. After selecting the desired knee pressure preset and setting the pressure to 50, the run button was pressed to start the machine. The device was run for 62 minutes with no sudden changes in pressure observed. No problem found. Pressure fault test: when the pressure was artificially lowered by removing the inlet from the fluid source, an alarm was triggered, and the device stopped. This behavior is expected¿no problem found. A clamping test was performed as defined in the user guide (dfu-0212 rev 1 ¿ section 5.2) to simulate an overpressure failure on the pump and to verify if an error message and/or audible alarm would be triggered. The results of the clamp test indicate that the pump triggered an alarm, and the rollers did stop moving. This behavior is expected¿no problem found. Pressure testing evaluation with the pressure calibrator set at 100 and 200 mmhg gave the pump pressure results of 45 and 91, respectively. These results indicated no problem with pressures. The device information was read, and the total run time for the device was indicated to be 35 days, 7 hours, 38 minutes. No problem found. Refer to investigation photos.

Event description:
On 08/15/2025, it was reported by a sales representative via (B)(4) that an ar-6480 dualwave¿ arthroscopy fluid management system was pumping too fast. At the beginning of the procedure, an ar-6411 reduce pump tubing w/connector, 8'' long was primed, and upon inserting it into the joint, the pump started pumping too fast, and the patient's knee started to flare up. The tubing was pulled out and the pump pressure was lowered, and it seemed to return back to normal. The patient was sent to the emergency room. The pump settings were set to 50, but it started to spin very fast at the start. The pump was used all day and had no issues until this event occurred. This was discovered during the case. Additional information has been requested on (B)(6) 2025 on 09/04/2025, additional information was received via email from the sales representative indicating that the patient was sent to the emergency room as the healthcare provider believed that the patient had extravasation from the pump overpressure during the surgery that took place on (B)(6) 2025. It was noted that a pulse was not felt in the operative knee, and it appeared pale. Before leaving the operating room and going to the emergency room, the leg regained a pulse. The extravasation seemed to extend past the joint space into the quad tendon. Spinal needles were placed into the quad to release fluid/pressure. The patient was discharged from the emergency room the same night and is doing fine postoperatively. It remains unknown if a pressure test was conducted prior to the event or if any errors or alarms were present. The pump pressure settings at the time of the event were confirmed to be at 50. The representative was told that they may have skived into the quad tendon or pushed the trocar too far through the capsule during the procedure. Reduce tubing was used, and the pump was used all day without issue.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.